Event description:
It was reported that the patient had pocket erosion. Device remains implanted. Patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.